Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the plastic connector on the paddles is broken. There is no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating the internal paddles are damaged at the plastic connector. The device was evaluated by the fse and it was confirmed that the internal paddles were broken at the connector. The connectors probably received some forceful impact. The customer was provided another set of paddles. No other problems were observed with the device. No further action is necessary at this time. Based on the information available and the evaluation conducted, the cause of the reported problem is damaged internal paddles. The problem was confirmed. The evaluation of the device found damaged internal paddles. Replacement paddles verified the device operation with no other problems. The defibrillator continues to be used in service with other paddles. No further investigation or action is warranted. If new information comes forth the complaint will be reopened.